Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he fell and the insulin pump had three black marks on the screen. Customer's blood glucose level was 175 mg/dl. The customer was unable to read the carbohydrates and blood glucose when programming a bolus. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. No button error alarms were noted. The pump was received with a cracked lcd glass on the lcd board. The pump also had minor scratches on the lcd window, and a cracked case at the reservoir tube window corners.